Event description:
It was reported that following a heart catheterization procedure, the patient experienced an occlusion of the left leg which required intervention. Thrombolytic drugs were administered and a stent was placed in the area of the puncture site. The patient is reportedly doing fine. After reviewing the film it was noted that the profunda femoris had become detached in the superior portion of the femoral head, it is unknown when this occurred. The patient had small vessels and a high puncture to the profunda. St. Jude medical has been unsuccessful obtaining additional information from the hospital.